Manufacturer narrative:
Follow-up # 1 date of submission 1/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/14/2016 with the following findings: during visual inspection of the pump, it was observed that there was evidence of moisture in the battery compartment and there was a battery compartment leak found during the leak test. It was also observed that the battery compartment was cracked on the side from the threads traveling down to the case seal. This report is made under the requirements of the medical device reporting regulations

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.